Event description:
It was reported that the tip of the preloaded device cartridge cracked on the advancement of intraocular lens (iol). Only the cartridge tip made contact with patient's left eye. There was no patient injury and the procedure was completed using another lens of same model and diopter. The original device was discarded.

Manufacturer narrative:
The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.